Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg, implantable cardioverter defibrillator, (B)(6) 2008; 6944-65, implantable tachy lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed an increase in threshold and had undersensing. The lead was capped and was replaced. No patient complications have been reported as a result of this event.